Manufacturer narrative:
No parts have been replaced or returned to date.

Event description:
A medtronic representative reported the CT spine application was used to navigate a posterior cervical spinal fusion procedure. A pointer probe was used to confirm accuracy with no issue. When the surgical probe and navlock vertexselect tap were used to check accuracy, the position was found to be shifted on the caudal end side. A pointer probe only was used for navigation. The procedure was completed with the use of the navigation system. There was no patient impact. Delay to the procedure was less than an hour.

Manufacturer narrative:
A medtronic representative reported that the imprecision was (B)(6). No procode, common device name and/or 510k provided as this device is not released for distribution in the united states.